Event description:
It was reported that during a follow up, the device was unable to be interrogated with different programmers. The device was explanted and replaced. The patients condition is good after the event. The previous manufacturer report 2938836-2015-01818, should not have been reported as a MDR as the product has not been approved by FDA and is part of investigation device exemption (ide).